Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it having low exhaled tidal volume (vte) levels and displaying a "patient circuit disconnect" alarm were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its exhaled tidal volume (vte) levels were low and that it was providing a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.